Event description:
It was reported that, during the initial attempt to lase, the co2 fiber broke inside the patient airway. The glass tip of the fiber detached and broke off into the tissue upon insertion into the patient. The glass fragment was retrieved by the attending surgeon via suction. There were no reported patient complications. It was noted that the procedure was not completed.

Manufacturer narrative:
Exact b3 date of event is unknown.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that, during the initial attempt to lase, the co2 fiber broke inside the patient airway. The glass tip of the fiber detached and broke off into the tissue upon insertion into the patient. The glass fragment was retrieved by the attending surgeon via suction. There were no reported patient complications. The procedure was completed without the use of the laser.

Event description:
It was reported that, during the initial attempt to lase, the co2 fiber broke inside the patient airway. The glass tip of the fiber detached and broke off into the tissue upon insertion into the patient. The glass fragment was retrieved by the attending surgeon via suction. There were no reported patient complications. The procedure was completed without the use of the laser.